Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose of 771 mg/dl. The caller stated that the customer had an infection and went into renal failure. The customer experienced abdominal pain, drowsiness, confusion and difficulty breathing. The caller stated that the customer had received a motor error alarm a week before. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure, displacement and self tests. However, the customer's hcp requested a replacement insulin pump. Nothing further was reported.